Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00875705002 shell with multi holes porous 50 mm o.d. Size hh for use with hh liners lot# 61293802, item# 00877500932 bioloxâ® delta ceramic taper liner, size hh / 32 i.d. For use with 50 mm o.d. Size hh shell lot# 2580687, item# 00877503202 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 lot# 2580687. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced femoral loosening approximately 7 years after initial implantation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.